Manufacturer narrative:
A picture was returned showing a torn semi-rigid male adaptor at the clave burette connection. Additionally received one (1) used list# 142730490 plum 150 ml burette set. The blue clave on the burette arrived torn at the semi-rigid male adaptor. The deformation on the area of the break was at a slight angle. The reported complaint of the additive port snapping off can be confirmed. The probable cause is due to unintentional external bending forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Initial reporter phone number: ext. (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported the clave additive port snapped off. The event was noted during infusion. There was patient involvement with no patient harm.